Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿red hazard alarm¿ was unable to be confirmed. The account communicated that the patient believed the alarm occurred sometime between 04may2024 and 11may2024 and no logs files from the time of the reported event were available. The system controller (serial number (B)(6) was not returned for analysis. Per additional information, the alarm self-resolved at home and no further alarms have been reported at this time. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that device interrogation was performed, and log files were submitted for review however the cause of the alarm was not identified. The alarm self-resolved at home when the alarm occurred. The patient was stable and had not reported any further red hazard alarms.

Event description:
It was reported that the patient had a red hazard alarm sometime between (B)(6) 2024. Related manufacturer reference number: 2916596-2024-03782 (pump).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.